Manufacturer narrative:
It was reported the foley catheter was in place for 20 days, being used as a gastrostomy tube in a male patient and the catheter broke in half horizontally. The nurse was able to remove the catheter and place a new one without further incident. The break occurred external to the patient. Staff was able to remove the retained piece by pulling on the protruding piece of the catheter. A new catheter was placed without incident. The catheter was discarded and not returned for evaluation. The facility was instructed that the foley catheters are not intended to be used as gastrostomy tubes. A suspected root cause of material degradation over time, with factors such as age, storage conditions, and other external conditions potentially acting as contributing factors. The lot number is unknown. The device was not returned therefore, a device analysis could not be completed. Due to the reported incident and in abundance of caution this medwatch is being filed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Tube broke in half while placed in patient requiring a new tube to be placed.